Event description:
It was reported intermittent occlusion alarms occurred that could not be resolved. There was no reported adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy and has a back-up plan if necessary.